Manufacturer narrative:
(B)(4) 2013. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, unanticipated bleeding occurred. The amount of blood loss was not provided by the site contact. The customer indicated that an unknown type of acoustical failure contributed to the reported event. The surgeon opened another device and successfully completed the procedure. Additional questions have been asked to the site contact in regard to the device and incident.